Event description:
The customer reported 'x-rays blocked' message appearing on tower display and the system will not fluoro.

Manufacturer narrative:
The ge service rep found the table emergency off switch broken, causing the x-rays blocked message and the no fluoro problem.